Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19402940.

Event description:
It was reported that the patient developed an infection around the pocket site. Signs and symptoms of discoloration of skin and discomfort were noted at the ipg incision site. It was also stated that the ipg began to erode through the skin. The physician believed that the infection was device or procedure related. The patient underwent an explant procedure. The explanted ipg and lead will not be returned.